Event description:
It was reported that the monitor on the 9900 system intermittently goes blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The monitor and display adaptor pcb board were replaced during the service call. The system was tested and found to be working as intended and put back into service.